Event description:
The customer reported that their acuity system locked up and had a scrambled screen. Upon subsequent reboot he gets the error "cpu fan not starting. - hot." This resulted in a temporary inability to centrally monitor patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The bmet confirmed that the cpu cooling fan failed. Welch allyn tech service assisted the bmet in troubleshooting the problem. The bmet verified that the cpu fan is making loud noises and not spinning well. The system is an old system that is no longer repairable at welch allyn. The bmet said he would look into what he could do to repair the fan at their site. This system is subject of an end of life letter to customer and is no longer repairable at welch allyn. The acuity cooling fan is an off-the-shelf computer sub-component made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of the failure. Method: (bmet confirmed failure).